Manufacturer narrative:
Evaluation summary: caused by 1bit data rewriting due to unintended write operation to frash memory when the processor power is turned on and off. Correction information g6: follow up #1 h2: type of follow up h4: device manufacture date h6: coding changed based on the investigation result

Event description:
2021/7/19 on-call support for troubles where the endoscope image is not displayed when I checked, there was no dvi output from the processor. Lending of alternative machines. 2021/9/7 when I asked the explanation because the estimate was given by the factory, I complained that I could not accept the repair of more than 1 million even though I hardly remember using it from the purchase. The energizing time was about 13 hours including the operation check at the time of delivery. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. A device history record(DHR) review for pentax medical epk-i7000, serial number (B)(4), was performed. The DHR review confirmed the endoscope was manufactured on 02-feb-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-feb-2016. If additional information becomes available, a supplemental report will be filed with the new information.